Event description:
It was reported that the right ventricular lead had an event which listed the rate over 324 beats per minute (bpm), and the actual event strip indicated a rate of approximately 150 bpm, so there was a concern about a possible lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.